Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) and competitor leads presented for follow-up after the crt-p automatically switched from bipolar to unipolar pace/sense configuration on the right ventricular (rv) lead. The switch was indicative of an out-of-range pace impedance measurement. The device was reprogrammed to bipolar and an x-ray obtained that showed some sharp angles but no clear evidence of a lead fracture. The patient presented again approximately 2 weeks later for reprogramming due to another automatic switch to unipolar pace/sense configuration. Further investigation noted noise on both the rv and right atrial (ra) leads; the noise on the rv lead was believed consistent with electromagnetic interference (emi). Inconsistent rv pacing thresholds and intermittent loss of capture (loc) in addition to rising left ventricular (lv) lead threshold measurements. Stored electrograms (egms) were reviewed confirming the presence of mv (minute ventillation) sensor interference and noise on the rv lead resulting in pacing inhibition and ventricular asystole of up to 3.2 seconds. Myopotential noise was also suspected on both the ra and rv channels. Device features using the mv sensor were programmed off and no further instances of noise or oversensing have been observed since. No adverse patient effects were reported. This system remains in service.